Event description:
It was reported that stent dislodgement occurred. A 20 x 2.50 promus premier drug-eluting stent was selected for use. However, when the stent was checked before use, stent dislodgement was noted. The procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. E1: initial reporter phone: (B)(6).